Event description:
It was reported to philips that the device kept rebooting. There was no patient involvement.

Manufacturer narrative:
The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty processor pca. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in the mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. Upon conclusion of the bench evaluation, it was reported that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device was returned to the customer site. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The processor pca was found to be fully functional and a cause for the originally reported issue could not be determined. No further action is required at this time.

Event description:
It was reported to philips that the device kept rebooting. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty processor pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device passed operational testing. The device was returned to the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device kept rebooting. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.